Manufacturer narrative:
A manufacture representative went to the site to inspect the system. No parts required replacement and all tests passed. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: 2.3. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon alleged they were one to two millimeters inaccurate navigating along the orbit wall. It was reported that the surgeon felt accurate at the tip of the nose, on the nose, and posteriorly. The site re-registered three times and the issue did not resolve. It was reported that the inaccuracy along the orbit wall was noted with the 70 degree curved suction and straight suction. Images were provided displaying navigation showing the surgeon in the orbit while the endoscopy showed her touching the actual orbit wall. The surgeon felt accurate on the right side and on the nose prior to each registration, but felt navigation was ¿off¿ on the right side along the orbital wall. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. Site refused further services. If information is provided in the future, a supplemental report will be issued.